Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used during a dilatation procedure performed on (B)(6) 2024. During preparation, the balloon was leaking through a hole. The procedure was completed with another hurricane rx dilatation balloon. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.